Event description:
During an ercp procedure,following a sphincterotomy, a 5fr. Memory helical basket was being used for removal of stones. Upon sweeping the duct, the basket detached from the drive cable and was left in the pt's bile duct. A 7fr. Memory helical basket was used to retrieve the detached portion of the 5fr. Basket. There was no pt injury reported.